Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Surgeon reported that after a lasik surgery, there was a circular appearance on the side-cut of the flap, like an epithelial ingrowth. During the healing process, there was a cloudy appearance in the center of the cornea. Additional information has been requested.